Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged during prep. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
Results code - product performance engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the nose piece. The stent implant was returned separated from the sds. The stent implant was returned inside the orange protective sheath. There was no damage noted to the stent implant. The balloon was loosely folded. There was crimp marks on the balloon and between the markers. The orange protective sheath was returned. There was a bend in the hypotube, 54 cm distal to the strain relief tubing. There was no other damage noted to the sds. Pin gauges were used to measure the inner diameter of the returned protective sheath. A laser micrometer was used to measure the outer diameters of the stent implant. The outer diameter measurements of the stent implant met manufacturing criteria. Product performance engineering reviewed the incident information and results of the returned device analysis. It was reported that the stent implant of a 3.0 x 12 mm rx vision stent delivery system (sds) dislodged during prep. Reportedly, there was no patient involvement. During analysis, the stent was confirmed to be dislodged from the balloon. The absence of blood on/in the sds is consistent with the reported information of no patient involvement. Factors that can affect stent dislodgement outside the body included, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates presence of crimp marks on the balloon that were between the markers of the loosely folded balloon. This suggests that the stent implant was at least crimped onto the balloon at the time of manufacturing. The presence of contrast in the nosepiece coupled with the loosely folded balloon suggests that positive pressure may have been applied to the system during the reported preparation. This may have contributed to the stent dislodgement. The inner diameter of the returned protective sheath and stent outer diameters were found to be within specification. The exact root cause of the stent dislodgement is unknown, but there is no indication of a quality problem. A review of the lot history record did not reveal any nonconforming material reports. Additionally, a query of the complaint-handling database indicated that there has been no similar complaint for the lot in question. The noted bend in the hypotube distal to the strain relief tubing was not reported and may have occurred during handling of the sds while being prepared or it may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.